Event description:
It was reported that during the implant attempt, a pacing failure was confirmed and blood ingress to the connector was observed. The device was not used. While attempting to use the lead, the stylet stacked. The lead was not used. There were no patient complications reported as a result of these events.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found blood/body fluid in the distal conductor and in/on the helix/lobe mechanism. The inner insulation was kinked/buckled and the lead is stretched. Damaged at implant.